Event description:
Consumer called to report meter getting high and low readings. Analysis run on clark error grid using mean average readings (182) as reference point vs. Bd readings (61, 302) yielded some data points in the c/e range of the grid, outside acceptable limits.